Event description:
Customer reported that the insulin pump alarmed motor error during basal rate. Customer could not clear the alarm. Customer stated she was an hour away from home and did not have any syringes with her at the time. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 276 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.